Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the over pouch. This was observed prior to removing the device from the over pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- january 28, 2016 ¿ february 1, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.